Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: none, but pictures received. Analysis and results: there are no previous complaints for any of the two involved products. Approx (B)(4) units of the code g1118706 and batch 116382 and (B)(4) units of the product code g1118617 and batch 116382 were manufactured and distributed in the market, there are no units in stock of any of the two products. Received pictures showing that the 12 units dafilon pre-printed box is labeled as g1118706 and batch 116382 but inside the box there is dafilon g1118617 and batch 116382. Products traceability has been checked and it has been determined that this mix-up took place at the moment of preparing the shipment in the warehouse. Both products were prepared, one after the other and the product labels were mixed-up. Final conclusion: it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the suture is packed in a suture box. G1118617 {dafilon bk 9/0(0,3)30cm 2xhlm6 150mi blt} is packed into g1118706's {dafilon bk 10/0(0,2)30cm 2xdlm6 150m blt} suture box.